Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). No product has been returned. Device history record (DHR) was reviewed and no discrepancies were found. The picture received showed a hole on the cement pouch, however did not show the batch number and did not enable to confirm complaint. However, corrective action was previously initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that a package leaking was discovered before the surgery started.